Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text: device not available.

Event description:
Tha revision. Revised a 14 year old size 2 127° accolade tmzf stem with a 36 +5 lfit head. Head had trunnionosis and fell off the stem. It had to be revised. It was revised to a rest mod stem. Kept cup and did an mdm liner size e with a 28+4 ceramic head. 18x155 stem with 23+0 body.